Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l68554), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by sales rep that while performing an open proximal biceps tenodesis utilizing healix advance anchors. Upon attempting to insert one of the anchors, the anchor appeared to strip off of the inserter before it was inserted all the way, and the surgeon deemed the anchor unfit and removed it from the bone. A new anchor was opened and the procedure went on without further delay. No patient harm or consequence. There was a surgery delay of 5 minutes. No patient consequences. Device discarded.